Event description:
During an open rotator cuff repair the shaft forked open and would not fit on the anchor during insertion. The needle was cut off and the eyelet of the anchor broke off. The anchor was left in place flush with the bone surface. An add'l anchor was used to complete the repair.